Event description:
"The pt underwent post fossa craniotomy and tumor resection. Bioglue was used in this first procedure. The pt was readmitted to the hosp for wound infection and underwent irrigation and debridement of the wound, evacuation of epidural empyema, removal of bone flap and hardware. The or note from the second procedure describes purulent material in the epidural space. The pt was treated with vancomycin and cefazolin. The tissue and wound cultures are positive for staph aureus." Per medwatch from hosp.

Manufacturer narrative:
MFR is attempting to obtain add'l info and the investigation is ongoing. Any add'l info will be included in a follow-up report.